Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on a patient sample (sample ID# (B)(6)) using the simplexa covid-19 direct assay but negative using a competitor assay (cepheid genexpert). The customer tested the sample again on the simplexa assay on a second liaison mdx instrument and obtained negative results. Simplexa assay run files were requested on 5/12/21, but no response yet as of 5/14/21. No data from the competitor assay was provided by the customer, but it is noted that the genexpert targets (e, n2) are different than the simplexa assay (s gene, orf1ab). The sensitivity and specificy claims of the competitor assay are not known. Batch record review showed the critical component, reaction mix mol4151 lot# x9580n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# x9140n for suspected false positive results. The investigation conclusion is pending the completion of the retain testing that was requested on 5/12/21.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on a patient sample (sample ID# (B)(6)) using the simplexa covid-19 direct assay but negative using a competitor assay (cepheid genexpert). The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat with competitor assays. Other than patient sample ID number, other patient information and patient sample collection method was not provided.